Manufacturer narrative:
Film evaluation summary: the cause of the reported event could not be determined from the films provided. Films during implant were not available for return. Review of CT¿s and x-rays one-month post-implant revealed that the bifurcate was positioned just below the lowest left renal artery. Multiple endoanchors were seen having been implanted into the bifurcate and proximal neck. No stent graft coverage of the renal arteries were observed and both renal arteries were patent. The stent graft was patent. No endoleak or any other stent graft issues were observed. The cause of the reported lower pole renal infarction may have been patient related. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. Aortic diameter immediately below the lowest renal artery is 22 mm in diameter, aortic diameter at 10 mm below the lowest renal artery is 26 mm in diameter, and the aortic neck length is 10 mm. Thrombosis at seal zone was 75 percent, 2.7 mm thick. It was reported that the physician implanted five heli-fx aptus endoanchors successfully prophylactically. It was reported that a CT revealed that there was lower pole renal infarction, due to aberrant renal flow off the ima. No main renal artery covered by the stent graft. No treatment will be performed and the event is unresolved. Per the investigator, the event is related to the endurant stent graft, and the cause of the event is related patient anatomy. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.